Manufacturer narrative:
D2b: pro code (product code): lit. G4: premarket / 510(k): k141597.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a shunt in a moderately tortuous and mildly calcified vessel. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.